Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a bard mini-infuser with a power switch with broken wires was confirmed but not reproduced during product evaluation. This condition was due to damaged wiring. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative reported an bard mini-infuser with a condition of the "power switch has broken wires". This condition occurred during bio-med testing. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.